Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced severe adhesions, bowel adhesion, mesh "rolled-up", severe pain, inability to work, partial excision, fascia debridement, nausea, scarring and disfigurement. Treatment provided for these conditions include surgical revision of the mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe adhesions, bowel adhesion, mesh "rolled-up", abdominal wall hematoma, chronic acute blood loss, anemia, bilateral simple renal cyst, severe pain, inability to work, nausea, scarring and disfigurement. Post-operative patient treatment included revision surgery, partial excision, fascia debridement, consider repeat ultrasound in 6-12 months and monitoring kidney function.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe adhesions, bowel adhesion, mesh "rolled-up", abdominal wall hematoma, chronic acute blood loss, anemia, bilateral simple renal cyst, severe pain, inability to work, nausea, scarring, mass, pelvic free fluid and disfigurement. Post-operative patient treatment included revision surgery, partial excision, fascia debridement, consider repeat ultrasound in 6-12 months and monitoring kidney function.